Event description:
A surgeon reported flaps have felt and looked thinner since their new laser head was installed. Additional information has been requested.

Manufacturer narrative:
Investigation included root cause analysis is in progress. (B)(4).